Event description:
It was reported that while attempting to trial the femoral component, the trial head slipped off and down into the open incision causing the surgery time to delay greater than 30 minutes. The trial was located and removed without further incident. The physician does not fault the device.